Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This is in response to MDR report (B)(4).

Event description:
Procedure performed: unk. (B)(4) was received via maude database. MDR report (B)(4). "A metal piece of retrieval bag did not discharge with device and was still attached to the bag. Medical doctor retrieved metal piece through the cannula, i.e. Removed from patient." Type of intervention: unk. Patient status: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This is in response to (B)(4).